Event description:
It was reported that high out of range lead impedance was observed after an appropriate shock. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A fracture of the rv conductors was found between the strain relief coil and df-1 connector pin consistent with fatigue. This fracture could contribute to the reported high shock lead impedance.